Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, further described as the patient did not wear a mask. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a break in aseptic technique, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment information was not reported. The patient had not recovered from the peritonitis at the time of this report. No additional information is available.